Event description:
The reporter stated that surgeon inserted a cq2015 three piece collamer lens. A posterior capsular tear was noticed and the lens removed in pieces, without enlarging the incision. An anterior chamber lens was inserted and a suture was required to close the wound.